Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported occlusion alarms occurred. Customer changed pump supplies to address the issue. It was also reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge. Customer¿s blood glucose level was "high" although specific value not provided. Customer addressed bg level via correction bolus via pump and manual dose injection.